Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was received due to an inappropriate shock delivered by the right ventricular (rv) lead. The rv lead was found to have oversensing of noise with sensing integrity counter (sic) and high lead impedance. The lead was programmed off. The lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.